Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (260 mg/dl). Customer changes her cartridge every three days. She uses humalog and fills her cartridge with cold insulin.